Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 2mm x 4cm deltaxsft10 coil ( dlx100204, l15954) could not push out of the catheter. No additional information is available. A non-sterile deltaxsft10 2mm x 4cm coil was received. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found several kinked. The introducer was inspected, and it was found partially zipped and with residues of dry blood inside. The re-sheathing tool was inspected, and it was found in good conditions. Also, the marker band was found at 39cm from hub, and it was found within specification. The v-notch was inspected under microscope and no damages were noted on it. The rh was inspected under microscope and it was found in good conditions. The embolic coil was inspected under microscope and it was found stretched. The functional analysis could not be performed due to the conditions of the received device (dpu-several kinked, introducer-residues of dry blood inside, embolic coil- stretched). A manufacturing record evaluation was performed for the finished device l15954 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position¿ was not able to evaluate due the conditions of the received device (dpu-several kinked, introducer-residues of dry blood inside, embolic coil- stretched). The kinked condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, a 2mm x 4cm deltaxsft10 coil ( dlx100204, l15954) and a 2mm x 6cm coil (dlx100206, l15955) could not push out of the catheter. No additional information is available. Based on the product analysis of the deltaxsft10 2mm x 4cm, the embolic coil was found stretched.